Event description:
It was reported from (B)(6) that before surgery, while checking the device, the nurse noticed that the reciprocating saw attachment device did not work when it was connected to the engine. There was a delay of more than 15 minutes as a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.